Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric bypass laparoscopic procedure, the surgeon was unable to press the green button, so the reload got locked and did not fire. Another reload was used to complete the case. There was no patient injury.